Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the temporary abnormality of the brightness adjustment control function due to the temporary malfunction of the diaphragm control unit or the electrical circuit board.

Manufacturer narrative:
The subject device has not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image on the monitor was flickered during an ureteroscopic lithotripsy procedure using the subject device. The user facility completed the intended procedure with the subject device. There was no patient injury associated with this report.